Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire with multiple kinks. The introducer needle was not returned. Microscopic examination of the guide wire revealed a few offset coils, but both welds were intact. The wire met dimensional specifications and a review of manufacturing records based on sales history did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and warns not to retract the guide wire against the needle bevel. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken. Correction: the initial report indicated that the guide wire unravelled in use, the sample was not found to be unraveled, the device codes have been updated to reflect this.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into a patient in the emergency department. The physician experienced difficulty with the guide wire when trying to insert into a patient. It was very easy to hit the vein during needle insertion but when they tried to insert the wire, it unraveled. Once this occurred, he was not able to thread the catheter. The physician is reported to be very experienced and has placed many of these lines in the past and this issue is new to him. There was a delay in treatment with no patient harm and no patient death or complications reported.